Event description:
The customer received out of range control readings of 84, 214 and 277mg/dl. One of the readings was not automatically marked as a control, which will be displayed as a blood result when accessing the meter¿s memory. It is unknown, which of these readings was unmarked. No adverse event was alleged. The control solution was returned for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
This information was not provided in the initial report.